Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a keypad anomaly and had been hospitalized. Customer reported that there was a crack in insulin pump casing under esc button which made button hard to press. Customer also reported to have been to the emergency room on (B)(6) 2015 with blood glucose of 400 mg/dl. Customer was hospitalized due to high blood glucose. Customer was released a few hours later. Customer was advised that insulin pump would need to be replaced due to keypad anomaly.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker.